Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint is not confirmed. The following non-reportable malfunctions were found during the device evaluation: worn out video connector pins and latch causing loss of image when wiggling the pigtail. Based on the results of the investigation, it is not possible to establish the root cause for the event of "main lamp is blinking and makes tissue indistinguishable" three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center main lamp is blinking, makes tissue indistinguishable. The issue was found during an unspecified procedure. There were no reports of patient harm.